Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a double line on the g6 mobile app trend graph occurred. No additional patient or event information is available. No data was provided for evaluation, however the attached picture confirms the allegation. A probable cause could not be determined.